Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1660. It was reported the pump got wet. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).